Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board (dr board) set. On april 16, 2018, there was a design change implemented to the dr board. Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change (see h4). Based on the results of the investigation, the cause of the event was due to the patient board malfunction. Tier 3 reported issue of worn-out connector was not investigated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the connector was worn-out causing an image flickering. In addition, the patient board was damaged and resulted in no image with the 180 series scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center image flickers. The customer suspected a faulty hard drive- serial digital interface output. The event occurred during a diagnostic endobronchial ultrasound procedure. The intended procedure was successfully completed. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.